Event description:
The artificial disc that was implanted in my back has given me nothing but problems. The device collapsed on one side when it was put in. I ended up having more pain over time after the device was implanted. The leg pain I had before the surgery, I continued to have at even more intense then before the surgery. The back pain increased quite a bit, I could hardly do any of the things I used to do. I had to have a second back surgery to fuse the artificial disc in place so that it wouldn't create even more pain, I had that surgery in 2006. Between the 2 surgeries, I had 3 hernia operations due to the incision would not heal. One of the hernia operations, they took out 6 inches of my intestine which left a large hole in my stomach. This hole wouldn't heal. I had to have machine called a wound vac put on me for 6 months trying to get the wound to heal. After the wound finally healed. I developed a second hernia which required more surgery. After the second hernia, I developed a third, all of which were along the initial surgery line. Due to the stress of all of this, it ruined my marriage of almost 20 yrs. I'm currently going through a divorce which has to do a lot of the stress we had during the nearly 2 years of problem with all the surgeries.